Event description:
During manufacturer product analysis for an explanted vns generator, it was noted the generator was received with likely unintended settings of 0ma/10hz/500pulsewidth/30sec on/60min off. The 60 minutes "off" time is not therapeutic and is likely the result of an interrupted systems diagnostics test that occurred during the explant surgery on (B)(6) 2012 or prior to this date. Review of available programming history, in which the last datapoint is on (B)(6) 2012, indicate the off setting should be 0.2 minutes. No programming anomalies were noted in the available history. Attempts for further information and additional programming history are in progress.

Event description:
Manufacturer follow up with the patient's treating neurologist revealed a faulted systems test occurred prior to the (B)(6) 2012 surgery date which changed the patient's vns settings. The faulted test occurred between (B)(6) 2012.